Event description:
It was reported that interrogation of the device showed there was a low impedance warning. It was noted the bipolar impedance measured lower than unipolar impedance. A lead insulation issue was suspected. The pocket was opened and the lead inspected, the insulation was not present at the suture site. Exposed conductor was noted. No suture sleeve was visible at time of surgery. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID sesr01 implantable pulse generator (ipg), implanted: (B)(6) 2009-04. (B)(4).